Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, autoimmune disorder and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area') and autoimmune disorder ('autoimmune reaction') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypothyroidism, thyroid disorder, sinus disorder, nausea, vomiting, postoperative pain, slight temperature, lower abdominal pain, lower abdominal discomfort, postoperative infection, endometritis postpartum, lower abdominal tenderness, lightheadedness, genital haemorrhage, bronchitis, confusion, thyroid disorder, mood altered, chronic back pain, feels bad, sore throat, pap smear abnormal, multiple allergies, hand pain, pain in elbow, hair loss, fatigue, overweight, blurry vision, osteoarthritis, miscarriage, pregnant, uterine dilation and curettage, breast biopsy, gravida ii, parity 3, lipoma, preterm labor and unspecified idiopathic peripheral neuropathy. Previously administered products included for endometritis: rocephin; for an unreported indication: florine, midrin, provera, topamax, proamatine, ambien from 7-apr-2014 to 29-jul-2014, atenolol from 15-oct-2013 to 29-jul-2014, flagyl, floxin and prenatal vitamins. Concurrent conditions included muscle ache, difficulty in standing, right lower quadrant pain, diverticulosis, decreased appetite, low grade fever, loose stools, appendicitis, lower abdominal pain, dysfunctional uterine bleeding, tachycardia, memory loss, restlessness, difficulty sleeping, irritable bowel syndrome, postural orthostatic tachycardia syndrome, general body pain, fibromyalgia, frustration, syncope, weight gain, sweating, hypertension, polyneuropathy, hot flashes, postural hypotension, dryness vaginal, balance difficulty, swelling, numbness, burning leg, night sweats, dysmenorrhea, cardiac dysrhythmias, heartburn, arthritis, pneumonia and drug allergy (codeine, latex, provera and sulfa). Concomitant products included iron from 1-jan-2011 to 1-oct-2013 for anemia, levothyroxine sodium (synthroid) since february 2002 for hypothyroidism as well as gabapentin (gabapentine) since (B)(6) 2013, nsaids since (B)(6) 2004, paracetamol (acetaminophen) since (B)(6) 2004 and topiramate (topamax). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with atenolol, hydrocodone bitartrate;paracetamol (lortab), levofloxacin (levaquin), prednisone, sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: date of insertion: (B)(6) 2004 as per summons and (B)(6) 2004 as per pfs (B)(6) 2005 discrepancy in dates of lab data of hsg test - (B)(6) 2005 (as per mr) hysterosalpingogram (hsg) done. And per summons (B)(6) 2005 hsg done diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: impression: 1. Right-sided diverticulosis. Otherwise, normal colonoscopy. 2. Normal terminal ileum. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Concerning the injuries reported in this case, following ones was confirmed in patients medical records: migraines / headaches, vaginal bleeding, pelvic pain, menorrhagia, urinary tract infection. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs & mr was received. Added events abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migraines / headaches, depression, anxiety/ mental anguish. Date of insertion was added. New reporters was added. Patient demographics was added. Patient concomitant condition and medical history was added. Concomitant and historical drugs were added. Outcome was updated from unknown to recovering/ resolving for pelvic pain. Event onset dates was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypothyroidism, thyroid disorder, sinus disorder, nausea, vomiting, postoperative pain, slight temperature, lower abdominal pain, lower abdominal discomfort, postoperative infection, endometritis postpartum, lower abdominal tenderness, lightheadedness, genital haemorrhage, bronchitis, confusion, thyroid disorder, mood altered, chronic back pain, feels bad, sore throat, pap smear abnormal, multiple allergies, hand pain, pain in elbow, hair loss, fatigue, overweight, blurry vision, osteoarthritis, miscarriage, pregnant, uterine dilation and curettage, breast biopsy, multigravida, parity 3, lipoma, preterm labor and unspecified idiopathic peripheral neuropathy. Previously administered products included for endometritis: rocephin; for an unreported indication: topamax, proamatine, midrin, florine, provera, ambien from (B)(6) 2014 to (B)(6) 2014, atenolol from (B)(6) 2013 to (B)(6) 2014, floxin, flagyl and prenatal vitamins. Concurrent conditions included muscle ache, difficulty in standing, right lower quadrant pain, diverticulosis, decreased appetite, low grade fever, loose stools, appendicitis, cramp in lower abdomen, dysfunctional uterine bleeding, tachycardia, memory loss, restless legs, difficulty sleeping, irritable bowel syndrome, postural orthostatic tachycardia syndrome, general body pain, fibromyalgia, frustration, syncope, weight gain, sweating, hypertension, polyneuropathy, hot flashes, postural hypotension, dryness vaginal, balance difficulty, joint swelling, numbness, burning leg, night sweats, dysmenorrhea, cardiac dysrhythmias, heartburn, arthritis, pneumonia and drug allergy (codeine, latex, provera and sulfa). Concomitant products included iron from (B)(6) 2011 to (B)(6) 2013 for anemia, levothyroxine sodium (synthroid) since (B)(6) 2002 for hypothyroidism as well as gabapentin (gabapentine) since (B)(6) 2013, nsaids since (B)(6) 2004, paracetamol (acetaminophen) since (B)(6) 2004 and topiramate (topamax). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with atenolol, hydrocodone bitartrate;paracetamol (lortab), levofloxacin (levaquin), prednisone, sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, abdominal pain, metrorrhagia and anaemia had resolved and the autoimmune disorder, menstrual disorder, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: date of insertion: (B)(6) 2004 as per summons and (B)(6) 2004 as per pfs (B)(6) 2005 discrepancy in dates of lab data of hsg test - (B)(6) 2005 (as per mr) hysterosalpingogram (hsg) done. And per summons (B)(6) 2005 hsg done patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, uti. Discripancy noted as insertion date (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: impression: 1. Right-sided diverticulosis. Otherwise, normal colonoscopy. 2. Normal terminal ileum. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded.. Concerning the injuries reported in this case, following ones was confirmed in patients medical records: migraines / headaches, vaginal bleeding, pelvic pain, menorrhagia, urinary tract infection. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events abnormal bleeding (vaginal) were updated to recovered/resolved. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area') and autoimmune disorder ('autoimmune reaction') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypothyroidism, thyroid disorder, sinus disorder, nausea, vomiting, postoperative pain, slight temperature, lower abdominal pain, lower abdominal discomfort, postoperative infection, endometritis postpartum, lower abdominal tenderness, lightheadedness, genital haemorrhage, bronchitis, confusion, thyroid disorder, mood altered, chronic back pain, feels bad, sore throat, pap smear abnormal, multiple allergies, hand pain, pain in elbow, hair loss, fatigue, overweight, blurry vision, osteoarthritis, miscarriage, pregnant, uterine dilation and curettage, breast biopsy, multigravida, parity 3, lipoma, preterm labor and unspecified idiopathic peripheral neuropathy. Previously administered products included for endometritis: rocephin; for an unreported indication: topamax, proamatine, midrin, florine, provera, ambien from (B)(6) 2014, atenolol from (B)(6) 2013 to (B)(6) 2014, floxin, flagyl and prenatal vitamins. Concurrent conditions included muscle ache, difficulty in standing, right lower quadrant pain, diverticulosis, decreased appetite, low grade fever, loose stools, appendicitis, cramp in lower abdomen, dysfunctional uterine bleeding, tachycardia, memory loss, restless legs, difficulty sleeping, irritable bowel syndrome, postural orthostatic tachycardia syndrome, general body pain, fibromyalgia, frustration, syncope, weight gain, sweating, hypertension, polyneuropathy, hot flashes, postural hypotension, dryness vaginal, balance difficulty, joint swelling, numbness, burning leg, night sweats, dysmenorrhea, cardiac dysrhythmias, heartburn, arthritis, pneumonia and drug allergy (codeine, latex, provera and sulfa). Concomitant products included iron from (B)(6) 2011 to (B)(6) 2013 for anemia, levothyroxine sodium (synthroid) since (B)(6) 2002 for hypothyroidism as well as gabapentin (gabapentine) since (B)(6) 2013, nsaids since (B)(6) 2004, paracetamol (acetaminophen) since (B)(6) 2004 and topiramate (topamax). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with atenolol, hydrocodone bitartrate;paracetamol (lortab), levofloxacin (levaquin), prednisone, sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, dysmenorrhoea, abdominal pain, metrorrhagia and anaemia had resolved and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, migraine, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, autoimmune disorder, depression, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: date of insertion: (B)(6) 2004 as per summons and (B)(6) 2004 as per pfs (B)(6) 2005 discrepancy in dates of lab data of hsg test - (B)(6) 2005 (as per mr) hysterosalpingogram (hsg) done. And per summons (B)(6) 2005 hsg done patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: impression: 1. Right-sided diverticulosis. Otherwise, normal colonoscopy. 2. Normal terminal ileum. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Concerning the injuries reported in this case, following ones was confirmed in patients medical records: migraines / headaches, vaginal bleeding, pelvic pain, menorrhagia, urinary tract infection. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, dysmennorhea (cramping), metorhagia (bleeding b/w periods), anemia. Event psych injury clubbed with depression. Outcome of event pelvic pain, menorrhagia were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.